Manufacturer narrative:
The unit was returned for evaluation. The investigation isolated the failure to the port being damaged, but a root cause was not identified. The probable root cause could not be determined based on the information provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was discovered during initial investigation at the medtronic service center that the monopolar 1 port had stayed active during testing. There was no patient involvement.

Manufacturer narrative:
One forcetriad10 generator was received, and evaluation of the returned sample confirmed an active port issue. Examination of the received device found the monopolar 1 port was damaged, causing the device to remain active in ufp mode. The issue also prevented the device from defaulting to the monopolar hand-switching mode. The investigation isolated the failure to the damaged port, but the root cause of the damage could not be identified. The probable root cause could not be determined based on the information provided. If information is provided in the future, a supplemental report will be issued.